Manufacturer narrative:
(B)(4). Concomitant medical products: 110010251 ¿ g7 shell - 3493221 010000939 ¿ g7 hi wall liner ¿ 6087170 010000939 ¿ g7 hi wall liner ¿ 6087170 010000945 ¿ g7 hi wall liner ¿ 6406819. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04198 0001825034 - 2020 - 04202 0001825034 - 2020 - 04208 0001825034 - 2020 - 04209.

Event description:
It was reported that during an initial hip arthroplasty, the liner was sat successfully within a g7 cup and during trial reduction the liner pulled out. The surgeon impacted the liner again but was unable to get the liner to sit flush with the cup again. The cup was then removed and a new cup was implanted along with a new liner. After sitting the liner flush with the new cup, the liner again pulled out with trial reduction. The surgeon then elected to use a larger cup and was able to successfully complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Upon visual inspection the locking feature of the uninstalled liners showed damage and there was visible scuffing on the outer radius of the liners. There was no visible damage to the shells and the installed liner could not be removed. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.